Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 1, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem); d1 (corrected brand name); d2a (corrected common device name); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to correction and additional information); h6 (identification of evaluation codes 2199, 4582, 4114, 3221, 4315). Without the affected sample or product lot information being provided; a thorough investigation could not be performed, and a root cause could not be determined. In the initial medwatch (#36113) only the di number was provided in d4 (primary unique device identification (UDI) number) as the lot number is unknown. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received. The incident occurred on (B)(6) 2024 while harvesting. No significant delays. The CABG was successfully completed. The product was not changed out.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
It was reported to terumo cardiovascular during a post market clinical follow up survey that the device caused a malfunction that resulted in clinically significant vessel/ tissue damage. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.